Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
Arjo was informed about an event regarding enterprise 5000x bed. It was reported that a constantly agitated patient trapped the neck between the bed side rail and the headboard. The patient screamed in pain. Despite immediate assistance from the care staff, the patient was able to free himself without assistance. As a result, the patient suffered bruises to the neck. The device inspection performed by an arjo representative revealed that the bed is in good condition and all functions operated correctly.

Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
Following the information provided a constantly agitated and mobile patient trapped his neck between the enterprise 5000x bed side rail and the headboard. As a result, the patient suffered bruises to the neck. According to the information received, the patient was agitated due to his medical condition and closely monitored for falls. It was indicated that an appropriate care and treatment plan was in place for the patient. Based on the information gathered during the course of the investigation, it appears that the event might be a result of the patient's activities. It was indicated that the patient was agitated and mobile due to his medical condition. The device's inspection revealed that the enterprise 5000x bed was in good condition and all functions were working properly. Therefore, it appears that the cause of the patient's entrapment could be caused by use error. The enterprise 5000x bed is compliant to standard iec 60601-2-52, which specifies the requirements for trapping zones within the bed. The instructions for use for enterprise 5000x bed (746-577-en) includes the following information related to the entrapment hazards: "before operating the bed, make sure the patient is positioned correctly to avoid entrapment." "To ensure the patient can use the bed safely, their age, size and condition should be assessed by a clinically qualified person." Arjo device failed to meet its performance specification since the patient trapped the neck between the device parts. The device was used for a patient treatment when the event occurred. The complaint decided to be reportable due to allegation of patient's neck entrapment which contributed to the minor injury.